Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a pump error alarm. The customer's blood glucose was 265 mg/dl at the time of call. Troubleshooting was done. The customer stated that the bolus amount was recorded in the history. The customer also reported that they had sensor issues. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored for more than 10 days with no unexpected pump error 15 alarms noted during testing. The pump communicated properly with the glucose sensor simulator and the minilink transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected low alarms, calibration alerts, suspend basal alerts, cleared active insulin alerts, change sensor alerts or cal not accepted alerts were noted during testing. The correct test blood glucose value was sent from the glucose meter and was received by the unit under test. The pump communicated properly with the blood glucose meter. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-tests. The pump was received with a scratched casing, minor scratches on the lcd window and a pillowing keypad overlay.